Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon burst sometime after placement. There were no missing pieces to the burst balloon, but the patient did experience some pain during the second catheterization.